Manufacturer narrative:
This report is submitted on may 23, 2024.

Event description:
Per the clinic, the patient developed an inflammation and pain at the implant site and subsequently was treated with oral antibiotcs (specific date not reported) for 10 days. The implanted device remains.